Event description:
The customer reported that she had a high blood glucose of 400 mg/dl. Customer's current blood glucose was 127 mg/dl. Customer stated that she would experience extreme thirst and she would feel tired. Customer stated that she would attempt to deliver with the pump first since she did not know it would not deliver insulin. Customer stated that she would take insulin with the syringe once she would notice that her blood glucose would not go down. Customer stated that she would then change out her site. Customer stated that there were no air bubbles found. Troubleshooting was performed and the insulin exited at the quick release. Customer confirmed that she did not have issues with the tubing clamp. Customer that the current set had no issue. Customer has experienced high blood glucose on and off since last august. Customer mentioned that last week she had a blood glucose of almost 500 mg/dl. Customer wanted the pump to be replaced and did not want to run any more tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.